Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. The reported event was unable to be confirmed due to limited information received from the customer. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from glenoid loosening. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial anatomic shoulder replacement on the right side. Subsequently, the patient experienced possible aseptic loosening of the glenoid component, displaced poly. As a result, approximately five years and eleven months post-surgery, diagnostic imaging to confirm loosening was ordered. This event is considered continuing. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm: (B)(6). 310-02-50 - equinoxe, humeral head tall, 50mm (beta): (B)(6). 300-10-45 -equinoxe replicator plate 4.5mm o/s: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b5, d6b, h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
CT scan confirmed loosening of the glenoid component. As a result, six years and eight months post-surgery the patient underwent a revision. The outcome is considered resolved. No further impact to the patient was reported. No additional information is available at this time.